Manufacturer narrative:
Product analysis inspection of the returned delivery catheter and venaseal introducer could confirm the presence of biologics on the hubs of the catheters. A medical gauze was also received for analysis which had a foreign material particulate inside. An attempt was made to insert the delivery catheter into the venaseal introducer; however, resistance was noted when approx. 10mm from the distal tip of the introducer, which left 10mm of the delivery catheter exposed. The shaft of the delivery catheter was cut opened, and biologics were found to be the source of obstruction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician intended to use a venaseal closure system during treatment of patients gsv (great saphenous vein). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The lumen was flushed prior to use. Local anesthesia was used. It was reported the delivery catheter could not be inserted into the venaseal introducer. After the introducer was placed, the dilator was removed, and the delivery catheter was inserted after flushing. The delivery catheter could not advance approximately 10 cm from the introducer tip. The introducer was removed and the guide wire advanced into the introducer, and the resistance was checkedand found it to be a foreign object. A replacement venaseal kit was opened and used to complete procedure.